Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿redness and the skin detached¿ at the insertion site. Customer noted that on an unspecified date she had contact with a healthcare provider and was prescribed momegalen cream (mometasone furoate, a corticosteroid). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor adhesive was returned and not peeling from the sensor mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination) and no errors observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified. No further investigation is required. Investigation in process.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿redness and the skin detached¿ at the insertion site. Customer noted that on an unspecified date she had contact with a healthcare provider and was prescribed momegalen cream (mometasone furoate, a corticosteroid). There was no report of death or permanent injury associated with this event.